Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Cracked reservoir tube lip, loose/protruded support disk and scratched display window noted during visual inspection. The insulin pump alarmed during prime test due to loose/protruded drive support disk. Unable to confirm unexpected low reservoir alarms due to prime alarms. No unexpected reset or blank display noted during testing.

Event description:
The customer reported that the insulin pump is malfunctioning and the drive support cap is sticking out. The caller stated that the device also alarmed during rewind, and while the insulin pump started to reset a low reservoir alarm occurred. Troubleshooting was performed, and insulin squirted out during the manual prime process. The customer mentioned that the device was stuck in the prime loop. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.